Event description:
It was reported that guide wire distal tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 185cm, 5 pk kinetix¿ guidewire was used to dilate the lesion. During procedure it was noted that the distal tip of the wire broke in the rca. The physician stented the broken part against the vessel wall. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.; the core wire and high torque sleeve (hts) were fractured. Magnified inspection of the fracture surfaces appear to be consistent with separation due to ductile bending overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The length of the separated distal segment is unknown as it was not returned for analysis. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire distal tip detachment occurred. The target lesion was located in the right coronary artery (rca). A 185cm, 5 pk kinetix guidewire was used during procedure and it was noted that the distal tip of the wire broke in the rca. The physician stented the broken part against the vessel wall. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.